Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician refuted a malfunction as the implantable pulse generator (ipg) was set at 50.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called to report the following - "I took my blood pressure and my pulse was 53. They're supposed to keep it to 60. I took it again and it was 59.". The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.